Manufacturer narrative:
Product complaint # (B)(4). This report is being submitted pursuant to the provisions of 21 cfr, part 803. This report may be based on information which has not been investigated or verified prior to the required reporting date. This report does not reflect a conclusion by depuy synthes joint reconstruction, or its employees that the report constitutes an admission that the product, depuy synthes joint reconstruction, or its employees caused or contributed to the potential event described in this report. If information is obtained that was not available for the initial report, a follow-up report will be filed as appropriate.

Manufacturer narrative:
Product complaint # (B)(4). This report is being submitted pursuant to the provisions of 21 cfr, part 803. This report may be based on information which has not been investigated or verified prior to the required reporting date. This report does not reflect a conclusion by depuy synthes joint reconstruction, or its employees that the report constitutes an admission that the product, depuy synthes joint reconstruction, or its employees caused or contributed to the potential event described in this report. If information is obtained that was not available for the initial report, a follow-up report will be filed as appropriate.

Event description:
Additional information received indicated that the event happened during primary surgery.

Manufacturer narrative:
Product complaint # (B)(4). Investigation summary : the device associated with this report was returned to depuy synthes and sent to depuy cork which conducted a visual inspection of the returned device. Visual examination of the complaint unit found a hair like material taped on the outer casing of the implant, therefore the reported allegation was confirmed. However, it cannot be traced to a manufacturing issue. Additional monitoring for any potential safety signals will be conducted through complaint trending and other post-market safety surveillance activities. Device history lot : DHR review: product code 150670003, work order (B)(4) was manufactured on 14-nov-2022. 1) (B)(4) parts were manufactured to specification. 2) scrap: there was no scrap associated with this lot. 3) non-conformances: there were no non-conformances associated with this lot. 4) deviations: there were no deviations associated with this lot. 5) reprocessing: there was no material reprocessing reports (mrr) associated with this lot. Device history review : a manufacturing record evaluation was performed for the finished device [150670003 / (B)(4) ] number, and no non-conformances / manufacturing irregularities were identified during manufacturing.

Manufacturer narrative:
Product complaint # : (B)(4). Depuy synthese is submitting this report pursuant to the provisions of 21 cfr, part 803. This report may be based on information which depuy synthese has not been able to investigate or verify prior to the required reporting date. This report does not reflect a conclusion by FDA, depuy synthese or its employees that the report constitutes an admission that the device, depuy synthese, or its employees caused or contributed to the potential event described in this report. If information is obtained that was not available for the initial medwatch, a follow-up medwatch will be filed as appropriate.

Event description:
It was reported that when the tibial implant was being opened, the surgical technologist noticed a hair on the outer casing of the implant (first layer after being open sterile). It was decided by the surgeon to not use that implant and all was good because we had a backup in the same size. The sales rep scotch taped the hair exactly where it was found. Doe: (B)(6) 2022. Unknown affected side.